Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the keypad was pealing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11j . Retainer ring = clear. Pump was returned for alleged damage to the keypad overlay on (B)(6) 2020. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay peeling, missing display window cover, cracked retainer, and scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where peeling keypad overlay and cracked keypad overlay was noted.